Event description:
It was reported that the user experienced a leaking cartridge while using the ilet system, and the agent confirmed the user¿s supply change technique and documented the event with blood glucose questionnaires. Symptoms included elevated glucose, tiredness, and anxiety. Outcomes included temporary interruption of ilet therapy and initiation of backup therapy, with replacement supplies processed. Investigation included user education and troubleshooting conducted by customer support. Investigation of this case revealed that the issue was consistent with a leaking cartridge during use. It was concluded that replacement of supplies and proper reinstallation should resolve the issue, and the user would monitor and call back if the incident continued.